Manufacturer narrative:
Visual analysis of the returned device found the basket was retracted. The handle cannula was not broken; however, it is kinked. The working length (sheath and coil assembly) was also found kinked at the distal end. The evaluation concluded that during the procedure excessive manipulation of the device most likely contributed to the failures handle cannula and working length kinked. Additionally, interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, the most probable root cause of this complaint is "operational context", since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid ¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid basket was used in conjunction with an alliance handle to a crush an approximately 18mm stone. The stone was crushed successfully; however, the handle cannula broke. The fragmented stones were removed using an extractor pro xl balloon and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid ¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid basket was used in conjunction with an alliance handle to a crush an approximately 18mm stone. The stone was crushed successfully; however, the handle cannula broke. The fragmented stones were removed using an extractor pro xl balloon and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.